Event description:
Revision of a bi-mentum cemented cup due to the patient acetabulum fracture. Bad bone quality of the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of a bi-mentum cemented cup due to the patient acetabulum fracture. Surgeon mentions the bad bone quality of the patient. 3rd revision in 3 weeks.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture (leading to revision) involving a bi-mentum cemented cup 47 was reported. Documentary investigation: lot: 2306124a, manufacturing order: (B)(4). Manufacturing is carried out by serf. Final inspection by serf was established on 21/11/2023 (B)(4) units). No non-conformance observed for this lot. At the time of being placed on the market, the device was compliant. No other complaints have been recorded on this batch. In the absence of return of the incriminated product, the technical investigation is impossible. Conclusion: the reported event indicates a fracture of the acetabulum related to poor bone quality so there are no allegations regarding the devices. Thus, the dimensional specifications of each device are not called into question. By consequently, the most probable root cause is that the event cause traced to non-device related factors. Corrective action/preventive action: no action is required.